Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment/training in the clinic, there was a fluid leak encountered. During the last drain there was an air detected in cassette warning. When removing the cassette from the machine, fluid was discovered in the pump module area. The nurse insisted that technical services provide a replacement cycler. In a follow up call, a translator was able to ask the nurse additional information. The fluid leak event was verified, and the patient did not experience any harm, adverse event or intervention due to the leak event. The patient was able to continue manual treatments at home. A new cycler was received at the clinic and the patient is now continuing training in the clinic with the new cycler without any further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment/training in the clinic, there was a fluid leak encountered. During the last drain there was an air detected in cassette warning. When removing the cassette from the machine, fluid was discovered in the pump module area. The nurse insisted that technical services provide a replacement cycler. In a follow up call, a translator was able to ask the nurse additional information. The fluid leak event was verified, and the patient did not experience any harm, adverse event or intervention due to the leak event. The patient was able to continue manual treatments at home. A new cycler was received at the clinic and the patient is now continuing training in the clinic with the new cycler without any further issues. The cycler is available to return for investigation.